Manufacturer narrative:
Per additional information received on 9/17/2019, date of implant was provided and patient codes neurological impairment (1982) and paresthesia (1982) were added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 425 cc mentor smooth round moderate profile saline breast implant, catalog: 3501670, lot: 6778503, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a 425 cc mentor smooth round moderate profile saline breast implants experienced extreme pain in right breast, tingling and redness of skin, numbness with hypersensitivity wrapping from breast all the way around to upper back, as well as my right arm and right leg and extreme weakness in left hand. The mentioned physical symptoms were not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.